Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device does not recognize the door as open. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log (ehl) review was performed. Event details and an event occurrence date were not provided, however a review of the last days of customer use in the history log revealed no invalid clamp detected messages. The reported condition was verified as false detection of closed-door state. The cause of the condition was the stuck upper hook switch. The upper auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device does not recognize the door as open. No additional information is available.